Event description:
Procedure: sleeve gastrectomy. According to the reporter: after the first firing, the second dlu was loaded and the instrument would not fire. Also the jaws of the dlu would not close. Surgery time was extended more than 30 minutes and current condition of the patient is ok.

Manufacturer narrative:
(B)(4).